Event description:
It was reported that during a stenting treatment procedure, stent migration occurred. The 50-60% stenosed, 2.25mm in diameter, concentric lesion being treated contained a significant 's' shaped bend and was located in the tortuous, severely calcified distal left anterior descending (lad) artery. The physician attempted to predilate with a 2.0x15mm non-bsc balloon, but the balloon did not expand well, due to the calcification. Then the physician deployed the 2.25x12mm taxus liberte atom stent, inflated to 7atm for 18 seconds. Upon withdrawal of the stent delivery system (sds), the stent migrated to the proximal lad. Balloon withdrawal resistance was not experienced. The physician feels the stent did not adhere to the vessel wall during the sds balloon inflation due to the severe calcification. The stent was crushed with a 2.5x15mm non-bsc stent. The physician deployed a second 2.5x23mm non-bsc stent and a 2.25x12mm taxus liberte stent to complete the procedure. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).